Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) asked the site to remove the endoscope, rotate the collar to the correct orientation, cancel the guided tool change, and then reinstall the endoscope and the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is due to a set up issue with the endoscope. This issue can be resolved by removing endoscope, rotating collar to correct orientation, cancel guided tool change, and reinstall the endoscope.

Event description:
It was reported that there was an issue with the dv5 image flipping during a case. The or staff initially tried using a new scope, but the issue persisted. The logs were reviewed, but no related issues were found. It was suggested to cancel the guided tool change, but this did not resolve the problem. The caller was then advised to remove the scope, rotate the collar to the correct orientation, and then cancel the guided tool change. This action resolved the issue, and the case continued.